Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's tower door 4 latch was clicking, and it was unable to recover storage space. The field service engineer (fse) had resolved the issue by cleaning, applying oil to the door latch and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 tower door 4 latch was clicking, and the user was unable to recover the storage space. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.